Manufacturer narrative:
Corrected data: in review, it was noted that in the initial emdr report "a5" was inadvertently stated to be "unknown" instead of section "a4". Therefore, the information has been corrected in this supplemental report as indicated below: section a4: information unknown/not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed one other complaint which was voided due to being a duplicate of the serial number. No further complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens was explanted from a patient¿s right eye (od) in a secondary surgical procedure due to patient experiencing problems with vision. A replacement lens of the same mode, but different diopter (22.5 d) was used. There were no surgical interventions such as incision enlargement, vitrectomy, or sutures required and no patient injury reported. It was reported that the patient is doing well post-op. No further information was provided. The patient had a bilateral lens implants and the issue reported on both eyes. However, the lens in the left eye remains implanted to date. This emdr report pertains to the lens in the right eye of the patient.